Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv). Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker over-sensed the minute ventilation (mv) sensor signal on the right atrial (ra) lead, which resulted in a signal artifact monitor (sam) episode. Impedances were within range. The algorithm was discussed. The pacemaker remains in service. No adverse patient effects were reported.